Event description:
A patient reports while activating a pod the cannula had failed to deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed. The download data from the pod showed that the pod was downloaded in pod state 2 having delivered 0 pulses, indicating that the pod was in filled state. The pod was received with the reservoir empty, indicating that the pod was put in pod state 2 during the download process and the pod was received in pod state 1 having not been filled by the user. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the pod from awakening during fill, completing activation, and deploying as intended.